Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer biomedical engineer advised that he evaluated the iabp and did not find any errors in the diagnostic logs. In addition, he advised that the iabp was put to run for 6 hours and he was unable to duplicate the issue. The iabp was released for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an electrical test failure #52. The circumstance of the event is unknown; however, there was no patient involvement and no adverse event was reported.